Event description:
It was reported that the ilet bionic pancreas pump screen was cracked with two visible fractures, and the user could not unlock the pump; the user did not use the companion app, and a replacement was arranged after visual confirmation. Symptoms included no reported clinical effects. Outcomes included no reported impact on health or therapy beyond loss of device usability. Investigation included customer interview and review of user-provided photographs. Investigation of this case revealed physical damage to the display consistent with a cracked or delaminated screen that impeded device operation. It was concluded, based on previously established findings for similar reports, that the cause was device damage due to external forces.